Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and deploy on time or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the needle deployment was delayed and that his blood glucose readched 340 mg/dl.